Event description:
The cypher stent delivery system balloon catheter ruptured when the physician applied additional pressure in order to remove it, after it became stuck. The patient's age was unk, but was a male. The target lesion was proxmial right coronary artery (rca). The lesion was an instent restenosis (isr) lesion (bare metal stent (bms) stent). The vessel was neither calcified nor tortuous. There was 75% stenosis. Radial approach was chosen for the procedure. A guiding catheter (launcher 6f, medtronic) was introduced to the target vessel. In order to treat the target lesion, which was an in stent restenosis, a cypher (3.5/18mm) was deployed inside the bms. The cypher was protruding a little out to the aorta. When the balloon was deflated to retrieve the stent delivery system (sds), the sds became stuck and it could not be retrieved. Therefore, physician applied pressure on the balloon, and it ruptured a 20atm. Then, the sds could be retrieved from the pt. There was no reported pt injury. There is no additional medical history or procedure info available for this pt.

Manufacturer narrative:
This product, is distributed outside the us. However, it is similar to the us distributed drug-eluting stents. The product is available but has not been received as of the initial report. Additional info will be sumitted within 30 days of receipt.